Event description:
The patient was unable to recharge successfully. She was instructed several times and understood the process. The battery would not hold the charge or charge to full and ultimately completely depleted. The device was replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.